Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while showering. There was no reported impact to the customer's blood glucose level. Reportedly, there was a delay in clearing the altitude alarm. While contacting tandem technical support, the customer did not indicate having alternate insulin therapy available. However, during follow up with tandem certified diabetes specialist the customer reported was able to clear the alarm and resume insulin delivery. The customer also stated now having alternative insulin therapy available.